Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed but the reported failure (c-34 and c-00 errors when using monopolar energy) could not be reproduced. The unit did not cauterize monopolar 3 port or recognize the instrument. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, customer reported they were getting c-34 and c-00 errors when using monopolar energy. Technical support engineer (tse) stated the error logs show 25913 errors pointing c-34 voltage too low. Tse advised clinical sales representative (csr) that this may be caused by magnetic interference. Csr informed that they have an ultrasound close to the robot. The procedure was completed with no reported injury. Isi followed up with the csr and clarified that the customer ended up switching to a covidien generator that was in the room and was able to complete the procedure using the backup.